Event description:
It was reported that "an arterial catheter was inserted in the left femoral artery in [patient] on (B)(6) 2025 and removed on (B)(6) 2025 because it was position-dependent, from the time of insertion. A new catheter was inserted in the right femoral artery on (B)(6) 2025 in the same patient; this catheter was also position-dependent after insertion, making it impossible to obtain a reliable arterial pressure waveform on the monitor". As a result the device was replaced. No patient harm or injury. See associated MDR # 3006425876-2025-01169.

Manufacturer narrative:
(B)(4). The customer returned one unopened arterial catheterization kit for analysis; therefore, it is assumed to be a representative sample. The kit was opened to review the components inside. No defects or anomalies were observed on the returned sample. Visual inspection of the device from the event could not be performed as it was not returned for evaluation. The catheter body length measured 164 mm, which is within the specification limits of 162 mm - 166 mm per the catheter product drawing. The inner diameter (ID) at the distal tip of the catheter measured 0.027", or 0.69 mm, which is within the specification limits of "the tip of the catheter must allow insertion of a pin od = 0.69 mm to a minimum depth of 2 mm" per catheter product drawing. Dimensional inspection of the device from the event could not be performed as it was not returned for evaluation. The returned guidewire was inserted into the catheter tip. The guidewire passed without resistance. Performed per IFU statement, "thread tip of catheter over guidewire." Functional inspection of the device from the event could not be performed as it was not returned for evaluation. A lab inventory syringe filled with water was attached to the catheter. The catheter flushed as intended and no blockages or resistance were encountered. Additional testing of the device from the event could not be performed as it was not returned for evaluation. For material #' s pcz-01618-002, ebz-02318-003b, ebz-08852-002a, and ebz-08852-010a, qa inspection and non-conformances were reviewed for all relevant batches and no relevant findings were identified. The catheter product drawing was reviewed as part of this complaint. The instructions-for-use (IFU) provided with this kit warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities. Warning: do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." Corrective action is not required as part of this complaint investigation as the root cause cannot be determined at this time without the device from the reported event returned for evaluation. The report of a malfunctioning arterial catheter was not confirmed through complaint investigation of the returned sample. The customer returned one unopened representative sample for evaluation, however, the device from the reported event was not returned. The returned representative catheter met all relevant dimensional and functional requirements. The I instructions-for-use provided with this product warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities". A device history record review did not reveal any relevant findings. Based on evaluation of the representative sample and the fact that the device from the event was not returned, the root cause for this event cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.